Event description:
It was reported that this pacemaker had stored episodes of atrial tachy response (atr). Health care professional (hcp) asked technical services (ts) for a review of these episodes. After review, ts found that there was oversensing of the ventricular signal by the right atrial (ra) lead. It was also noted that there was a short run of ventricular tachycardia (vt) during the episodes. Ts discussed device programming and optimization with hcp who noted that will be sent to physician. No adverse patient effects were reported. Currently, this pacemaker remains in service.